Manufacturer narrative:
THE DEVICE REMAINS IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 FUNCTIONAL MITRAL REGURGITATION (MR) FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, THREE MITRACLIPS WERE IMPLANTED. AFTER REMOVAL OF THE CLIP DELIVERY SYSTEM (CDS), ATRIAL SEPTAL DEFECT WAS OBSERVED AND UNDERWENT A CLOSURE WITH PERICARDIAL PATCH. PATIENT HAD SHORTNESS OF BREATH. IT WAS MENTIONED THAT THERE WAS TWISTED POSITION OF THE FIRST CLIP AND MR WAS MORE SEVERE AFTER IMPLANTATION OF THREE CLIPS. PATIENT HAD MITRAL VALVE REPLACEMENT SURGERY. THE FINAL MR WAS GRADE 4. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR) for a Mitraclip procedure. During the procedure, three mitraclips were implanted. After removal of the clip delivery system (CDS), atrial septal defect was observed and underwent a closure with pericardial patch. Patient had shortness of breath. It was mentioned that there was twisted position of the first clip and MR was more severe after implantation of three clips. Patient had mitral valve replacement surgery. The final MR was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot.Based on the available information, the reported migration appears to be related to procedural conditions. The reported tissue injury appears to be a cascading effect of the reported clip migration. The reported mitral regurgitation is also considered a cascading event resulting from the migration and tissue injury. Additionally, the reported patient effects of mitral regurgitation and tissue injury are listed in the MitraClip G5 System Instructions for Use and are recognized potential complications associated with MitraClip procedures. The reported surgical intervention was the result of case-specific clinical circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.